Event description:
Related manufacturer reference number: 2017865-2022-01217. Related manufacturer reference number: 2017865-2022-01218 it was reported that during a follow-up in clinic, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited pocket erosion, and the system exhibited infection. The ICD was explanted on (B)(6) 2021, the right atrial and right ventricular leads were explanted on (B)(6) 2022, and the system was replaced on (B)(6) 2022. The patient's status was unknown.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during a follow-up in clinic, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited pocket erosion, and the system exhibited infection. The ICD was explanted on (B)(6) 2021, the right atrial and right ventricular leads were explanted on (B)(6) 2022, and the system was replaced on (B)(6) 2022. The patient's status was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.